Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported the cervical probe accuracy could not be achieved. The biopsy guide would move, even when it was locked. There was a foreign object in the hollow of the solera. There was no patient involvement.

Manufacturer narrative:
Product analysis#: (B)(4): 2024-04-12 14:35:16 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-04-12 failure mechanism (other): occluded findings and conclusions: the returned tap is clogged with boney material. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA: 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.